Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring of the insulin pump fell off. The customer's blood glucose level was 150 mg/dl. The customer was assisted with the troubleshooting. The reservoir compartment was able to lock in its place. The insulin pump will be returned for the analysis.